Event description:
It was reported, the patient had a revision of their device in (B)(6) 2013. It was stated, the implant was ¿relocated¿ and moved higher and deeper because, it was ¿hitting¿ when the patient sat. Reportedly, it ¿got better.¿ [omitted information from related pe (B)(4): pain, implant site black/blue, tender] it was stated, the patient still had concerns regarding their device or therapy but was working with their doctor or representative. The following appointment dates were noted: 2012 (B)(6), 2012 (B)(6) , 2013 (B)(6), 2013 (B)(6). [Omitted information from related pe (B)(4): pain, implant site black/blue, tender].

Manufacturer narrative:
Product ID 3037 lot# serial# (B)(4), product type programmer, patient product ID 3 093-28 lot# va03dt9, implanted: 2012 (B)(6), product type lead. (B)(4).